Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates burned c-cover there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, burned c-cover was observed. The repair center indicated that the most likely cause of the burned c-cover was due to cause traced to component failure. There was no patient involvement.